Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was located at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.